Event description:
It was reported the patient had not been receiving therapy and the physician wanted everything replaced. It was discovered at explant surgery that there was a break in the distal segment of the catheter. The patient was noted to have experienced pain. The medications used within the system were dilaudid and bupivacaine. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Final analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. There was motor stall recovery in the logs. After doing destructive analysis, the technician found nothing significant that may cause the motor stall.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.